Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that seventy one days post catheter placement, the device allegedly stretched from tensile force. It was further reported the internal catheter was allegedly found to be broken. Reportedly, the device was repaired. There was no reported patient injury.

Event description:
It was reported that seventy one days post catheter placement, the device allegedly stretched from tensile force. It was further reported the internal catheter was allegedly found to be broken. Reportedly, the device was repaired. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. During visual evaluation, a complete circumferential break was noted to the catheter body approximately 1.6cm from the distal end of the clamp sleeve but it is considered incidental as striations were noted on the break surface. During functional evaluation, ballooning was noted on the catheter body upon infusion with hydrostatic pressure, but the identified ballooning occurred under laboratory conditions. During tactile evaluation, no abnormal elasticity was noted on the catheter. Therefore, the investigation is inconclusive for the reported catheter stretched and fracture issues as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that seventy one days post catheter placement, the device allegedly stretched from tensile force. It was further reported the internal catheter was allegedly found to be broken. Reportedly, the device was repaired. There was no reported patient injury.